Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure, they were able to take a biopsy, however, the jaws would not close all the way and the specimen was lost as they attempted to withdraw the device from the scope. Subsequently the device and scope were removed in tendem from the patient. Outside the patient, the forceps were cut and removed from the scope. There was no damage to the scope as a result of this event. Additionally it was noted that the device was tested and inspected prior to use. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event.